Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the a1059 mayfield modified skull clamp slipped when the patient was being placed in pins for a posterior cervical laminectomy and fusion. The patient sustained two small lacerations on the right side of the patient's head that were stapled. The surgeon feels as if the pressure gauge failed. The surgeon stated it was hard to remove the patient from the pins because the pin at the bottom would not release and allow him to separate the skull clamp. There was a 15 minute delay, but no further adverse impact to the patient.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement. When the unit is properly positioned and put under pressure the unit will function properly. Unit needs heli-coils added to the large starburst threads. The reported complaint was not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage.